Event description:
It is reported that heterotopic ossification was noted on the one year follow up x-ray.

Manufacturer narrative:
Reported risk factors related to surgical technique include extensive soft-tissue dissection, bone trauma, the persistence of bone debris within the surgical field, and the presence of haematoma. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.